Event description:
The device was used during a total gastrectomy procedure. Reportedly, the handle could not be closed. The surgeon applied another device without pt injury.

Manufacturer narrative:
4/21/97-supplemental report #1 submitted to FDA.